Event description:
Device was removed from the pt due to hematoma, perineal swelling. The cylinders were reimplanted. Uncertain if pump and reservoir were reimplanted. Co has requested add'l info. Add'l lot and serial number: cd791 008.